Event description:
Customer reported that they used a standard catheter to irradiate the chest of a pt on (B)(6) 2012. They used a metal button from a third party company to fixate the catheter, so these dont' move during treatment. One of these buttons was crimped too tight and cut the catheter and a part of the catheter remained in left chest cavity. Customer confirmed that the issue was discovered prior to treatment, and accounted for in the treatment plan with no deviation between the planned and treated dose. The dr analyzed the situation and it was decided to leave the broken part in forever as where it is placed, there is no possibility of harm to the pt according to their eval. Customer reported to varian after they read in instruction for use that the intended use of the catheter is specified for up to 30 days only.

Manufacturer narrative:
Using a third party clamping adapter is off label use. The customer intends to remove the catheter from the pt to remain consistent with the info in the instruction for use. No further f/u to this MDR is expected.